Event description:
It was reported that the patient attended follow up and complained of pain. Programming was done to check if it was device physicality pain or stimulation induced. It was noticed that the patient had sensitivity when the clinician programmer was communicating with the implant. The pain was due to the implant location and thus it was repositioned under surgery on (B)(6) 2013. The patient had more comfort, but during a programming check afterwards when she was swapped from 0.1 to 0.05 volts, even at 0 volts, she experienced pain. The reporter believed it was ¿either induced radiofrequency (rf) coupling to the tined lead or, unlikely, an internal spike switching mechanism when changing range.¿ the discomfort felt by the patient created distress. The patient also experienced a shocking or jolting sensation. Telemetry and interrogation issues were also encountered. The patient was rebooked for a programming session and this occurred two weeks after the repositioning surgery. Twelve days later it was reported that the patient was reprogrammed and the practitioner was happy with this course of action. Electromagnetic interference (emi) was excluded and the patient was interrogated in another room. The clinical physicist felt the reaction may be because the lead was very close to the nerve. The customer was content with the patient¿s progress.

Manufacturer narrative:
Concomitant product: product ID: 309328, lot# 0207092462, implanted: (B)(6) 2013, product type: lead. (B)(4).